Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician was wrapping the absorbable antibacterial envelope in another product and they believed that may have been the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a pocket infection and had the system explanted on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the event. It was reported that this event did not resolve a system produced by the manufacturer.